Event description:
It was reported that the patient with this neurostimulator presented to the emergency department due to urinary retention requiring catheterization. It was noted the patient had experienced cognitive changes and interrogation of the device was requested by their family. The device was found to be on and functioning properly, the patient reported slowly increasing stimulation on their own and were no longer feeling sensation with increased amplitude. The device was reprogrammed, and the patient was re-educated on stimulation sensation. Stimulation remained on with a plan to remove the catheter one week later. It was later reported when requesting assistance turning off the device for an MRI that the patient had been moved to a rehab facility due to increased confusion during which it was noted that the patient did not feel the device was working correctly. Plans were being coordinated for a voiding trial; the clinical specialist provided instruction for turning on therapy in preparation for catheter removal. No further details or patient complications have been reported to date.

Manufacturer narrative:
Product code (d2b) - additional product code qon. PMA/510(k) (g4) additional PMA# p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. PMA/510(k) (g4) additional PMA# p190006. Corrections made to impact codes (h6).

Event description:
It was reported that the patient with this neurostimulator presented to the emergency department due to urinary retention requiring catheterization. It was noted the patient had experienced cognitive changes and interrogation of the device was requested by their family. The device was found to be on and functioning properly, the patient reported slowly increasing stimulation on their own and were no longer feeling sensation with increased amplitude. The device was reprogrammed, and the patient was re-educated on stimulation sensation. Stimulation remained on with a plan to remove the catheter one week later. It was later reported when requesting assistance turning off the device for an MRI that the patient had been moved to a rehab facility due to increased confusion during which it was noted that the patient did not feel the device was working correctly. Plans were being coordinated for a voiding trial; the clinical specialist provided instruction for turning on therapy in preparation for catheter removal. No further details or patient complications have been reported to date.

Manufacturer narrative:
Product code (d2b) - additional product code qon. PMA/510(k) (g4) additional PMA# p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator presented to the emergency department due to urinary retention requiring catheterization. It was noted the patient had experienced cognitive changes and interrogation of the device was requested by their family. The device was found to be on and functioning properly, the patient reported slowly increasing stimulation on their own and were no longer feeling sensation with increased amplitude. The device was reprogrammed, and the patient was re-educated on stimulation sensation. Stimulation remained on with a plan to remove the catheter one week later. It was later reported when requesting assistance turning off the device for an MRI that the patient had been moved to a rehab facility due to increased confusion during which it was noted that the patient did not feel the device was working correctly. Plans were being coordinated for a voiding trial; the clinical specialist provided instruction for turning on therapy in preparation for catheter removal. No further details or patient complications have been reported to date.